Event description:
The physician used a wilson-cook zilver biliary stent during an ercp procedure. Th stent was advanced into the left hepatic stricture. Once in place the stent partially deployed. An attempt to fully deploy the stent falled. The introduction system and the partially deployed stent were removed. During removal the stent separated and a small portion of the stent remained in the pt's duct. Another stent was placed the next day. No injury to the pt was reported.